Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that one xc200 box was received with 6 sterile cartridges samples inside. All the cartridges returned in good condition with 6 clips loaded per sample. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed the 6 clips per sample as intended over the suture. The clips were fully functional and conforming. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a prostatectomy procedure. On (B)(6) 2025 and suture was used. It was reported that in a prostatectomy procedure with doctor, the lapra-ty device failed to close most of the clips. It was reported that only two of the clips out of the whole pack worked correctly. The same problem was reproduced with clips from the same box this morning during an inservice. The clips from the procedure were not saved, but the clips from the inservice were saved and are available for return. The clips seemed to load easily and correctly into the applier, and would close completely around the vicryl, but would not latch or stay closed. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: (B)(4) captures the event in prostatectomy procedure. What suture type was used? Vloc 180. What suture size was used? 3-0. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? 2 of the 6 clips locked the others did not. The 2 that locked were secure. Was the applier checked for damage (jaws straight and aligned)? The applier appears to be new, and in perfect condition. What was the surgical procedure involved? Prostatectomy. Was this a robotic procedure? Yes. If clip did not close/did not hold on to the suture, was the clip used in an application where the suture was under tension? The suture was under a small amount of tension. Enough to approximate the tissue. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6), rn coordinator. Please perform and document the follow up attempt for product return. Please ensure that the shipment tracking number is provided. Awaiting shipping material arrival. Clips used for the procedure are not available. Clips from same lot were used in inservice and are available for return. (B)(4) captures the event during inservice. What suture type was used? Vicryl. What suture size was used? 2-0. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? The clip closed completely with latching components overlapped, but would not lock. Was the applier checked for damage (jaws straight and aligned)? The applier appeared to be in perfect condition, and the clip was loaded correctly. What was the surgical procedure involved? This was for an inservice demonstration. Was this a robotic procedure? No, demonstration. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? In this case, the suture was not under tension. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6), rn coordinator. (B)(6) (rep) was also present for the demonstration. Please perform and document the follow up attempt for product return. Please ensure that the shipment tracking number is provided. These clips are available for return. Awaiting shipping kit. The following information was reported: the hospital has 2 boxes of product that they would like to send in under this product complaint. They are requesting replacements for that product. Not sure how to add that request to the complaint at this point, please advise. N an additional case on wednesday (B)(6) 2025, they had the same issue with a different batch of lapra-ty clips. Same surgeon, same case type. Product codes: xc200, new lot number: 106smc. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.